Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a low blood glucose value of 18 mg/dl at the time of the incident. Troubleshooting was performed because the customer had an issue with the transmitter not communicating. Troubleshooting did not resolve the issue and the device will be replaced and returned.